Event description:
It was reported that kinked occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure the patient femoral vein was torturous, the was sheath was kinked and the physician was dissatisfied. The patient condition was stable and the procedure was completed with this device.

Event description:
It was reported that kinked occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure the patient femoral vein was torturous, the was sheath was kinked and the physician was dissatisfied. The patient condition was stable and the procedure was completed with this device.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) with the dilator in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the sheath kink. Microscopic examination revealed no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage.